Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The computer for the navigation system has been received by the manufacturer for evaluation. However, results are not available at this time. Device manufacture date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system would display "loading application launcher" then power down without prompt from the user. It was reported that the computer would then be powered back on but the monitor displayed there was no signal. It was noted that the fans for the computer were disconnected, the navigation system powered on without issue. The multi-powered fan for the navigation system was then powered in where the issue could not be replicated as the system powered on as intended. The y-splitter power chain was then checked and was ensured to have been seated properly. It was later noted that the reported issue recurred following the troubleshooting performed. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the computer powered off without prompt from the user and restarted during initial start up. It was reported that the issue recurred multiple times during burn-in testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.